Event description:
During a gastrectomy procedure, when cutting the duodenum, one side (duodenum side) was properly stapled, but all the staples on the other side (stomach side) were not formed properly. The procedure was completed with hand sutures and a competing product. There was no patient consequence.